Event description:
A user facility reports that the intraocular lens had a crease in it. This was noticed at one week post operative. It was reported that there was no patient impact associated with this event. The lens remains implanted.